Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before an unknown procedure the customer found two devices where the internal packaging was damaged rendering the devices non-sterile. There was no damage to the external packaging. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2018. Batch # p94762. The sample was returned and upon receiving it was noticed that only the device and the tyvek lid were returned. When sterile barrier breaches occur, it is preferred to return the complete sterile barrier system to be reviewed. The sterile barrier tray was not returned. The tyvek lid that was provided was inspected and was determined to be free of any pierces or sterile barrier breaches. While the entire sterile barrier system was not returned to allow for proper examination, it can be confirmed that the tyvek substrate remained intact per the ees approved inspection method. There was no sterile barrier breach that occurred in the tyvek lid. A determination could not be made regarding the sterile barrier seal or the sterile barrier tray as that information was not provided. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.